Event description:
According to the reporter, during a thoracoscopic lobectomy, at the time of the interlobar resection, while firing was performed, an exclamation mark and a handle in a circle and line appeared midway and the device stopped. The surgeon was able to open the device using the return button. The defective reload was reloaded again, but the device did not fire. A second reload was used with the same powered devices to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3f0421); unknown signia egia adapter, (sn# unknown): unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.